Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 47-year-old female patient who had essure (batch no. 627728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes confirmation test.". On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 7 days after insertion of essure. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), autoimmune disorder ("autoimmune disorder") and skin lesion ("rashes or skin conditions type: sores on back"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, urinary tract infection, autoimmune disorder, skin lesion and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysmenorrhoea, genital haemorrhage, pelvic pain, skin lesion, urinary tract infection and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 3-aug-2020: quality safety evaluation of ptca technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, thiswill be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 47 year-old female patient who had essure inserted (lot no. 627728) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("patient did not undergoes confirmation test."). The patient had a medical history of gravida ii. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 65 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2010 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). Essure was removed on (B)(6) 2018. An unknown time later she experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), autoimmune disorder ("autoimmune disorder") and skin lesion ("rashes or skin conditions type: sores on back"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with right salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysmenorrhoea, genital haemorrhage, pelvic pain, skin lesion, urinary tract infection and vulvovaginal pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: uterus, cervix and right fallopian tube, total hysterectomy and right salpingectomy: unremarkable cervix adenomyosis weakly proliferative endometrium leiomyomata fallopian tube with paratubal cyst negative for malignancy provided clinical history: urgency incontinence, pelvic pain in female gross examination: right fimbriated fallopian tube 6 cm in length by 0.7 cm in diameter. The left fallopian tube and both ovaries are not present. The nodules have white-tan bulging cut surfaces with no areas of hemorrhage or degeneration identified. The cornus are embedded with gray metallic coiled clips. The serosal surface of the attached fallopian tube is gray-tan slightly roughened and is remarkable for a 1 x 1 x 0.8 cm intact paratubal cyst near the fimbria. The cyst is filled with clear fluid and has a smooth inner lining. Sectioning the fallopian tube reveals gray-tan soft unremarkable cut surfaces lot number:627728 manufacture date: (B)(6) 2008 expiration date: (B)(6) 2010. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 47 year-old female patient who had essure inserted (lot no. 627728) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("patient did not undergoes confirmation test."). The patient had a medical history of gravida ii. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 65 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2010 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). Essure was removed on (B)(6) 2018. An unknown time later she experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), autoimmune disorder ("autoimmune disorder") and skin lesion ("rashes or skin conditions type: sores on back"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with right salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysmenorrhoea, genital haemorrhage, pelvic pain, skin lesion, urinary tract infection and vulvovaginal pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: uterus, cervix and right fallopian tube, total hysterectomy and right, salpingectomy: unremarkable cervix, adenomyosis, weakly proliferative endometrium, leiomyomata, fallopian tube with paratubal cyst, negative for malignancy. Provided clinical history: urgency incontinence, pelvic pain in female. Gross examination: right fimbriated fallopian tube 6 cm in length by 0.7 cm in diameter. The left fallopian tube and both ovaries are not present. The nodules have white-tan bulging cut surfaces with no areas of hemorrhage or degeneration identified. The cornus are embedded with gray metallic coiled clips. The serosal surface of the attached fallopian tube is gray-tan slightly roughened and is remarkable for a 1 x 1 x 0.8 cm intact paratubal cyst near the fimbria. The cyst is filled with clear fluid and has a smooth inner lining. Sectioning the fallopian tube reveals gray-tan soft unremarkable cut surfaces. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical records received. Surgical pathology report received. Patient & reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) year old female patient who had essure (batch no. 627728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes confirmation test.". On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 7 days after insertion of essure. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), autoimmune disorder ("autoimmune disorder") and skin lesion ("rashes or skin conditions type: sores on back"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, urinary tract infection, autoimmune disorder, skin lesion and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysmenorrhoea, genital haemorrhage, pelvic pain, skin lesion, urinary tract infection and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Case becomes an incident case. Date of removal was added. Seriousness criteria added to the previously reported event pelvic pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.